Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the pancreas during a laparoscopic distal pancreatectomy, the jaws of the reload was not able to close. The nurse tried several times, but another reload was used to complete the case. There was no patient injury.